Event description:
The customer reported that during a supraclavicular lymph node biopsy procedure, flaming occurred at the device tip. No pt injury occurred. The customer reported that oxygen was not in use. Duroprep for the neck was used, but allowed to thoroughly dry before the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.